Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter. As received, the balloon and windings were detached from the catheter and the balloon and windings were not returned. Dried blood was found at the inflation lumen ports. No visible damage was observed from the catheter body. An inquiry was made to the customer regarding the missing balloon and windings, but the customer was unable to recall how the balloon and windings were detached. The report of ¿balloon was not inflated fully¿ was not verified because as received, the balloon and windings were detached from the catheter and the balloon and windings were not returned. An engineering evaluation and investigation was performed to assess manufacturing-related processes which could be correlated to the complaint. Based on the investigation, a root cause could not be established. The current manufacturing process was verified and no deficiencies were found. The controls to detect the failure condition evaluated are established in the manufacturing process. As part of the manufacturing process a 100% balloon and winding inspection are performed to the manufactured product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. It is unknown if user or procedural factors contributed to this event.

Event description:
It was reported that during use the balloon would not fully inflate. No patient injury. Patient demographics requested but not available.